Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that elevated and high impedance as well as rising thresholds were noted on the right ventricular (rv) lead. A possible lead fracture was suspected. It was also reported that the stylet could not pass the rv ring in chronic lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.